Event description:
Consumer reported complaint for error message (e-0); customer stated the error message had occurred several times. The customer reported having a headache, stating she felt her blood glucose was low. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of 204 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/24/2026 and test strips were opened on the day of the call.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.